Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump as it would not inflate. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During the procedure it was noted that the cylinders broke down. The patient did not experience any adverse events and was said to be good following the procedure.